Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation.there are warnings in the package insert that state that this type of event can occur: under care and handling of instruments: number 1 states "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." User facility report number 0502420000-2014-8006.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2014. During the procedure, modular microplasty cup inserter fractured inside the wound. All pieces were retrieved. There was no delay in the procedure and no harm to the patient. A second cup inserter was used to complete procedure.